Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The issue was not related to a static instrument. The movement of the instrument was in reverse of the surgeon's movement. There was a sense of discomfort. There was no friction observed. There was no instrument-to-instrument or system arm-to-arm interference and there were no external collisions. Only the vse moved in the opposite direction, so the instrument was replaced. The new vse also moved in the wrong direction. This issue happened when the surgeon was dissection of the broad ligament of uterus. The customer used a back up vse to resolve the issue. The drape is not available to be returned. There was no injury to the patient. The vse was inspected prior to use and there was no damage found. There are no photos or videos for isi to review. The issue occurred about an hour later. Patient demographic information was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument to perform failure analysis. The complaint was not confirmed by failure analysis since the product was not returned, the information gathered cannot confirm nor deny that the reported device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the system log review didn¿t show any related errors, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a vessel sealer extend (vse) instrument was moving in reverse. The customer reseated the instrument and sterile adapter, but the issue persisted. The customer also tried to install the instrument onto another universal surgical manipulator, but the issue persisted. The user was completing the procedure as planned using a backup vse instrument with no further issue reported. No known impact or patient consequence was reported.